Event description:
It was reported that one week post implant the right ventricular (rv) lead became dislodged and exhibited intermittent capture. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.